Event description:
A treatment of a large, cavernous aneurysms of the carotid was performed. During ballooning a perforation had occurred. It was attempted to seal the perforation with the pk papyrus covered stent across a pre-existing carotid cavernous segment aneurysm, but the device was chosen too short to cover the aneurysm and was lost into the aneurysm. The intervention proceeded with coiling the aneurysm. A second papyrus was not delivered because the physician decided to embolize rather than treat the artery with a stent.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was sufficient to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as not device related and not procedure related complication and that there was no malfunction of the complaint instrument at all. The root cause for the complaint event is most likely related to the handling during the preparation for the intervention (i.e. The wrong product size was chosen). It should be noted that the IFU states that the stent system should be visually examined to ensure that its size is suitable for the specific procedure for which it is to be used. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a lifethreatening adverse procedural event unrelated to use of the pk papyrus.